Event description:
This complaint involves a report of an implant that failed to osseointegrate. In 2008, a female underwent a successful procedure with implantation of two xp1 single system dental implants. Primary stability rating was noted as 'good'. On eight days later, the pt reported that the implant at site #13 fell out. On three days later, the pt presented at the clinician's office with the implant 'in hand'. The implant at site #: 14 remains viable.

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. (1, 2, 3, 4, 5) in addition, failure to osseointegrate is included in the xp1 system labeling as a known complication. There are various factors that contribute to the risk of implant failure. (5) these include pt factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be as specified. In conclusion, the lack of osseointegration is a well-documented and inherent risk of dental implants.